Manufacturer narrative:
Batch review performed on 18 november 2022. Lot 166438: (B)(4) items manufactured and released on 08-feb-2017. Expiration date: 2022-jan-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Visual inspection performed by r&d project manager: during the analysis it is evaluated that all the ha coating on the stem body has been completely absorbed by patient bone as expected. Some sings and scratches are present on the neck part probably due to revision surgery. It is not possible to determine the root cause of reported aspetic loosening and stem explantation. Clinical evaluation performed by medical affaird department: revision surgery 4 years and 6 months after the primary surgery due to aseptic loosening of the stem.  Radiographic image provided show the presence of radiolucent lines in gruen zones 1 and sign of stress shielding. Stem, head, and liner were revised successfully. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision surgery performed about 4 years and 6 months after the primary surgery due to aseptic loosening of the stem. Stem, head, and liner revised successfully.